Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the right ventricular (rv) lead exhibited noise episodes. Physician suspected lead fracture. The rv lead was capped and replaced during generator change on (B)(6) 2021. Patient condition was stable.